Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty uim (user interface module). The uim has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with failure code 536:320:654:0000. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was discovered that this event occurred during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.